Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced change sensor/bad sensor, charge/battery lasts less than expected. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-1880l. Customer reported a short battery life or a low battery alarm. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the insulin pump. No product return is required for mmt-7040a. Product return status for mmt-1880l is unknown.

Manufacturer narrative:
The pump passed the active current test and self test. The pump failed the sleep current test. Test p-cap locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump alarmed low battery alert on 02/25/2023 at 12:42:00.000, 02/09/2023 at 14:30:00.000, 01/25/2023 at 05:20:00.000, 12/28/2022 at 05:18:00.000, 12/11/2022 at 12:50:00.000, 11/25/2022 at 03:44:00.000, 11/11/2022 at 01:46:00.000, and 10/28/2022 at 18:02:00.000. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, pillowing keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, and label damage. Charge/battery lasts less than expected was not confirmed. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Moisture damage was confirmed found on the electronic assembly and battery tube. High sleep current measurement was confirmed during testing due to moisture damage on the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.